Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of two inactive right ventricular leads. The reason for explant was to prevent patient discomfort during physical activity. The patient was in stable condition before, during, and after the procedure.